Event description:
N/a.

Manufacturer narrative:
Corrected section: g3 " date received by mfg" submitted in initial MDR 2249723-2024-02694: corrected from 03/27/2024 to 07/26/2024.

Event description:
N/a

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and tested the unit and was not able to duplicate the failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Due to character restriction event site name: xiamen zhongshan hospital of xiamen university due to character restriction event site address : no.(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a mismatch between intracavitary arterial pressure and counterpulsation pressure when using the same instrument. There was no patient harm. Related complaint: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).